Manufacturer narrative:
Device and packaging will not be returned for investigation. Additional information has been requested and if received will be provided on a supplemental report.

Event description:
Our sales rep. Reported that during a surgery in (B)(6), the external label of the device was (B)(4), the labels inside the package had the same reference number (B)(4) but the implant (inside the sterile packaging) was the reference (B)(4). The surgery was finished and there were no any adverse consequences for the patient.